Event description:
It was reported that the patient underwent l3 corpectomy and had vertebral body replacement device and l2-l4 anterior fixation implanted. Approximately 10 days post implantation, a procedure was performed to implant posterior stabilization using mini-invasive procedure to fix l2, l4, and l5. During the procedure, it was found that the interior endcap had become disconnected from the centerpiece of the vertebral construct. But the construct was not revised.

Manufacturer narrative:
(B)(4): multiple films taken via cell phone off of c arm. The pictures do not have very good quality. Film on (B)(6)-2010 shows the vertebral body replacement construct in upper lumbar spine initially with anterior screws and rods fixation. Another film on (B)(6)-2010 shows the vertebral body replacement construct with anterior screws removed. The films on (B)(6)-2010 show separation of lower endcap of vertebral construct. A review of device history records is not possible at this time without additional device information.